Manufacturer narrative:
Visual inspection under 30x magnification indicates the "j" stiffener has fractured approx. 40mm proximal of the weld site. The proximal section of the "j" stiffener wire, measure approx. 48mm and has migrated down lead body approx. 55mm proximal of the weld site. Approx. 5mm of the proximal end of the "j" stiffener wire which fractured approx. 40mm proximal of the weld site was received protruding out of the outer polyurethane insulation approx. 35mm proximal of the weld site. It appears that the entire "j" stiffener wire was received with all recorded measurements adding up to approx. 88mm.

Event description:
Device analysis is provided.